Event description:
Percutaneous central catheter inserted after delivery on event date, pt deteriorated. Chest tapped 23cc's obtained status of pt immediately improved. Probable catheter migration and infiltrate with infusion of tpn fluid into chest.